Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced extended hyperglycemia, with a highest cgm reading of 400 and approximately 24 hours of elevated glucose after switching to inset infusion sets and completing two full set changes, with no visible infusion set issues reported and treatment conducted with subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included temporary interference with glucose control. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or infusion set defect identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.